Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated for further assistance. The patient was informed that the system was working within expectations, and occasional differences were due to lag and calibrations during periods of rapid change. The patient was contacted and expressed dissatisfaction with the response. The patient was educated on proper calibration times and agreed to follow the advice.

Event description:
On february 4, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.